Event description:
It was reported that " on (B)(6) 2023, the ars was found leak during used on the patient." No consequence, injury, or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one opened cvc kit. The arrow raulerson syringe (ars) and 18ga introducer needle will be analyzed as part of this complaint investigation. No definite signs of use were observed on the components. After failing functional testing, it was observed that the returned ars was not able to draw and aspirate water. It also appeared to not maintain a vacuum seal when occluding the tip and pulling back on the plunger. The sample was sent to wyomissing for additional analysis. There it was discovered that the internal bi-valves were damaged. The syringe was not able to draw and aspirate water with and without the returned introducer needle attached (per amrq-000113 rev 3 req 6.1). The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. The sample was sent for additional analysis. It was confirmed that the ars failed the vacuum test. The plunger handle was opened to analyze the internal valves. A hole was observed on the proximal valve. A device history record review was performed, and no relevant findings were identified. The report of a leaking ars was confirmed through complaint investigation. The returned ars failed all relevant functional tests. The sample was sent to wyomissing where it was confirmed that a hole had formed on the proximal bi-valve. This resulted in the leaking to occur. It was determined that manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2023, the ars was found leak during used on the patient." No consequence, injury, or harm reported. Patient condition reported as "fine".